Manufacturer narrative:
Date sent: 3/24/2008. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap lar procedure, the device would cut but staples did not form properly. The device was reloaded and did not fire. Another device was used to complete the case. There were no adverse consequences to the pt.